Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of exactamix 1000ml eva tpn bags were leaking near the break away port. The reporter stated that the port of the bags had an orange color and, when being manipulated, were much more fragile and easily cracked or broken off. This occurred during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between 04oct2017 and 05oct2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.